Event description:
It was reported that during a percutaneous catheter myocardial ablation to treat an atrial fibrillation a farawave catheter was selected for use. During catheter preparation, when connecting the catheter to normal saline and checking for backflow, it was noticed that saline was leaking from near the flush port. The catheter was replaced with a new one. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.